Event description:
Dr reported in his document about a hip star (B) (6) study that the respective patient underwent a revision surgery due to an aseptic loosening of the shaft. According to his information, the revision surgery was carried out in another hospital where the shaft was exchanged. Dr mentioned that he got the information by the patient during a control. According to this report of an 'adverse device effect/serious adverse', this event was classified to be of moderate severity and a causal reference to the product was considered improbable. The date of the report is jan. 26th, 2010 with the information that in the meanwhile, the mentioned problem was eliminated completely.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.